Manufacturer narrative:
UDI: (B)(4) per the instructions for use (IFU) bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post-surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined, but may have been due to procedural factors listed above and/or patient factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via a call to the edwards patient connection, during tavr of a 23 mm sapien 3 valve the patient had a hematoma. The hematoma was reported to be due to the procedure. The patient's hospitalization was extended by two days and the hematoma took four weeks to fully heal. The patient is doing well.